Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. A 10.0 x40, 75cm charger balloon catheter was prepared and advanced for transjugular intrahepatic portosystemic shunt revision procedure. However, the balloon ruptured upon initial inflation at 10 atmospheres for 15 seconds. The device was removed without any fragments left in the patient, and the procedure was completed with another charger balloon. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified, beginning approximately 7mm distal of the distal markerband and extending approximately 25mm proximally across the balloon material. The rated burst pressure for this device as per specification. A visual and tactile examination found no kinks or damage to the shaft or to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. A 10.0 x40, 75cm charger balloon catheter was prepared and advanced for transjugular intrahepatic portosystemic shunt revision procedure. However, the balloon ruptured upon initial inflation at 10 atmospheres for 15 seconds. The device was removed without any fragments left in the patient, and the procedure was completed with another charger balloon. No complications were reported.